Manufacturer narrative:
Abbott field service performed troubleshooting and maintenance on 11/20/2019 and 11/22/2019. The customer did additional troubleshooting which included preparing fresh 0.5% acid wash and 10% detergent b and using new cartridges/wedges. Follow-up with the customer on 12/4/2019 confirmed that no further discrepant results or imprecision has been observed since the customer replaced the 0.5% acid wash and 10% detergent b on 11/23/2019. A review of the (B)(6) service history on 12/26/2019 found no additional reports of discrepant results or imprecision since the customer made fresh 0.5% acid wash and 10% detergent b on 11/23/2019. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased architect calcium result of 5.4 mg/dl retested at 9.0 mg/dl for sid 24190220. A corrected report was issued. No adverse impact to patient management was reported.